Manufacturer narrative:
(B)(4). Concomitant therapies: he xue ming mu pian (traditional chinese medicine), carteolot hydrochloride, brimonidine tartrate, brinzomide, and travoprost. The event of fibrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical study patient had a xen®45 gts implanted in the left eye and the next day experienced the events of mild corneal incision edema, moderate conjunctival hyperemia, mild anterior chamber hemorrhage, and mild anterior chamber inflammation. Treatment of medication was used for the anterior chamber hemorrhage. These events all resolved. About a month and a half after implant, patient experienced "limitation of filtration bubble os" leading to hospitalization. The iop was noted as 22.3mmhg. The conjunctiva was slightly congested and the filtration bubble above the nose was limited. Two days after initial hospitalization, "filtering bleb separation of the os" was carried out and subject received a 5 fluorouracil injection postoperative and for 4 more consecutive days. Patient also received anti-inflammatory and anti-infection therapy. Post op day 1 patient had a large hemorrhage under the conjunctiva above the os and a bulge of filtration bubbles above the nose. Subject was discharged in stable condition about a week after hospitalization with an iop of 14mmhg. The os nasal follicles were raised and diffused, and the filtration was good. There were scattered patches of bleeding under the conjunctiva below. The event has resolved.